Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding these events was provided. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.